Manufacturer narrative:
Correction to h6 "component code" of the initial report, "841 - imager" is being corrected to "772 - cover". Correction to h6 "medical device problem code" of the initial report, "4048 - failure to clean adequately" is being corrected to "1071 - thermal decomposition of device". Correction to b5: pertinent information was inadvertently left out from section b5 in the initial report. During device evaluation, it was also observed, the plastic distal end cover (c-cover) had a burn. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The initial medwatch reported that during device evaluation, gastrointestinal videoscope exhibited a white foreign material inside the air/water-cylinder and the air/water-tube, and foreign material on the plastic distal end cover and channel tube. However, the device was returned without reprocessing. Therefore, the device was not investigated for the foreign material finding. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. The device was investigated for the c-cover burn finding where it was possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope. 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Instruction manual gif/cf/pcf-190 series operation manual_4.3 using endo therapy accessories. Never emit high-frequency current before confirming that the distal end of the high-frequency endo therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited a white foreign material inside the air/water-cylinder and the air/water-tube, and foreign material on the plastic distal end cover and channel tube. There were no reports of patient involvement.